Event description:
It was reported that during a laparoscopic anterior resection & loop ileostomy formation procedure, the harmonic ace36p tissue pad came away and dropped off into the pt's abdomen. The white part of the tissue pad remained in the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.